Event description:
It was reported that during a da vinci-assisted surgical procedure, the clinical sales representative (csr) contacted the technical support engineer (tse) and reported that the insufflation displayed an orange light and the tubeset was not working. It was noted that the system had already been power cycled and indicated that it was ready, but insufflation still did not function. The operating room staff reported they were using house gas, though they could not confirm that the correct gas source was selected on the system. The team then chose to continue the procedure using a third-party insufflator and planned to call back after the case to perform a hard reset of the tower. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to investigate the reported event. The fse replaced the insufflator to correct the issue. The system was tested and verified as ready for use. Isi did receive the product involved with this complaint to perform failure analysis; however, failure analysis has not completed their investigation.